Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose (bg) was 268 mg/dl with moderate ketones. Ketone levels were identified as life threatening by health care provider. Customer attempted to address the elevated bg by a correction bolus via the pump. Reportedly, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day, 5/5/24. The customer continued to use the pump for insulin therapy.